Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, a colon biopsy was being performed to screen for cancer. After advancing the forceps to the target site, the pullwire was found to be disconnected. No part of the device detached into the patient and no other damage was visible. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. Additionally, no damage was noted to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, a colon biopsy was being performed to screen for cancer. After advancing the forceps to the target site, the pullwire was found to be disconnected. No part of the device detached into the patient and no other damage was visible. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. Additionally, no damage was noted to the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent. Functionally, the jaws opened and closed without issue. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the washer tail was bent, which the customer likely associated with the pullwire. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. However, an investigation is underway to address tail bent issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.